Event description:
A clinical incident involving a saber 30 arthrowand was reported to arthrocare corporation, during a left knee arthroscopy performed 2006, the tip of the arthrowand reportedly detached in the surgical site. The detached tip was retrieved in the same procedure and it was reported there was no patient injury. In 2008, it was reported the patient had an infection following the procedure requiring debridement and irrigation to treat the infection.

Manufacturer narrative:
Two saber 30 arthrowand devices were returned for investigation for this report. One of the two wands was reportedly not used in the procedure and the tip of the wand was intentionally broken by the physician following the procedure. The hospital did not know which of the two saber 30 arthrowands returned to manufacturer was used in the procedure. Both wands were visually and functionally inspected. The visual inspection confirmed both wants were returned with a detached electrode. The functional testing confirmed the devices were returned in a nonfunctional condition, both wands did not fire or activate. The root cause of the tip detachment of the two wands could not be determined.